Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 tricuspid regurgitation, regurgitation in the anterior and septal segments, and an enlarged atrium for a off-label mitraclip procedure on the tricuspid valve. After implanted two mitraclips, a third clip was attempted. After a couple attempts to grasp below the valve, the clip was pulled back into the left atrium (la). When attempting to position the valve in the la, the operator inadvertently went below the valve and got stuck in the chordae under the anterior leaflet. Attempts to come back into the la were unsuccessful. After 30 minutes of troubleshooting to free the clip, it was decided to deploy in the chordae. To avoid damage to the valve or sub valvular structures, the clip was deployed in chordae. It did not move when deployed and was not obstructing flow. It was noted that imaging was challenging due to the anatomy and shadows from the device. The patient¿s tr and gradient were unchanged from baseline. There was a delay, but it did not effect the patient clinically. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) cannot be determined. The reported foreign body in the patient was a cascading effect of the reported entrapment of device as the clip was caught in the chordae, could not be freed, and was deployed with chordae still in the clip. The reported poor image resolution was due to shadowing from anatomy and device. The reported off-label use is due to the user using mitraclip device on the tricuspid valve. It should be noted that the intended use section of the mitraclip g4 clip delivery system instruction for use (IFU) states: "the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team." The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.